Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer boots to a "please wait" screen and freezes. The hard drive was reconfigured and the software was reloaded. It was also noted that the hinge plate screw was missing, and the electrocardiogram (ECG) connector was loose. Product ID 2067 radiofrequency head.

Event description:
It was reported that the programmer "froze" at boot up and displayed a "please wait" message. The caller unplugged everything and the same result was seen. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer "froze" at boot up and displayed a "please wait" message. The caller unplugged everything and the same result was seen. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.